Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular lead for sensing integrity counter (sic) and high rate non-sustained tachycardia episodes. The oversensing appeared to be sixty hertz noise episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.